Manufacturer narrative:
Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime and seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0873 inches. No unexpected pump error 15 or pump error 4 alarms noted during testing however, pump error 15 alarm (line number 213 file number 30) and pump error 4 alarm are found in the formatted history file due to a software error. No pump error 63 noted during testing, however, pump trace download confirmed pump error 63 (variable 3), problem isolated to the keypad. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 7.8 mmol/l. The troubleshooting was performed for the insulin pump error. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Fill cannula was recorded in daily history. There were two different alarms in the alarm history. The customer was advised that the insulin pump will needed to be replaced and to revert to backup plan. The insulin pump will be returned for analysis.